Event description:
A vena tech vena cava filter was implanted via the right jugular approach. X-ray films taken following the procedure showed that the proximal end of the filter had opened, but the distal portion appeared partially restricted.